Event description:
One patient (female) with discrepant sodium results. Initial results not reported, patient not adversely affected. Initial sodium result 147 mmol/l, repeated 134 mmol/l. The field service representative found the cause of the discrepancy to be buildup due to an overflowing detergent dispense. The detergent dispense was adjusted and the valve bank was replaced. Performance tests were performed and within specification.